Manufacturer narrative:
Evaluation summary: pqc summary: pqc results received. It is well written in the product insert that the product is highly flammable and must be kept at a distance from open flames or sparks and used in a well ventilated area. The product is volatile and the fumes from the product may have been ignited by a flame of the candle and caused the can to catch fire. Conclusion: no investigation can be done and the complaint could not be verified as there was no returned sample nor reported lot number. Pqc date: (B)(4) 2010.

Event description:
Burn finger on [burn]. Case description: company narrative: a spontaneous report from a male consumer (age not provided). The consumer's medical history and concomitant medication were not provided. The consumer initiated dr. Scholl's skin tag remover on an unknown date. The product was in the washroom, at least one foot from lighted candles and the cannister just got on fire. When he grabbed it to put it in the sink, under the water, the consumer burned his fingers. No further details can be obtained for this case. The outcome is unknown. Dechallenge/ rechallenge information not provided.